Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from foreign affiliate. This information indicates a pt was wearing acuvue advance contact lenses (cl) and developed corneal ulcers ou. This document is to report the event for od. The disinfecting solution that the pt used to clean and store cl is unknown. The event occurred during the third month that the pt was wearing acuvue advance cl. The wear schedule is unknown. The pt started experiencing foreign-body sensation in the eye(s); the date the symptom started is unknown. The pt consulted an eye care professional (ecp) in 2007, and was diagnosed with infectious corneal ulcers ou. The report stated that, "the lens in question looked normal appearance-wise." The lot numbers were not provided. The lens(es) in question are not available. Vistakon j&j location has requested the lens(es) in question for evaluation. On the same day, the ecp prescribed cefmenoxime hcl and to discontinue cl wear for one week. In the same month, the ecp's office stated that, "ulcer scarring was still remaining in the eye." A lot history review was not performed because the lot numbers were not provided. A culture test was not performed. The report stated that the ecp "didn't perform cultivation test, she assumed that the ulcer was an infectious one by staphylococcal bacteria, from the fact that the lesion had a circular shape." MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.